Manufacturer narrative:
(B)(4). The device was reportedly discarded and was not returned. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was successfully achieved with two proglide devices, using a pre-close technique, via a 6f sheath prior to an impella procedure. The sheath was upsized to 14f and the impella procedure was completed. Reportedly, during suture tightening of the first proglide suture, the suture came out of the patient. The second proglide had no device issue. The physician chose to remove the second proglide suture without attempting to tighten the knot and hemostasis was achieved by applying manual arterial compression. There was no reported clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.